Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 12 minutes of use, the fiber ¿stop working definitely.¿ 112,000 joules used. The procedure was completed using an alternate procedure (turp). There were ¿no damages to the patient¿ reported.